Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure in wrong position in fallopian tubes (close to perforating her organs) / essure in pelvic region') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2006, ex-tobacco user from 1997 to 2018, multigravida (3), parity 3, high frequency ablation (nic I), cesarean section, gravida ii, polydrug abuse in 1997, pre-eclampsia (in her second pregnancy), cervical intraepithelial neoplasia and menarche. Family history included breast cancer (paternal aunt), hypertension (maternal grandmother, mother and paternal grandmas), diabetes (paternal grandmas and aunt), heart attack (maternal grandmother at 65 years), stroke (maternal and paternal aunt around 35 years), sudden death (maternal grandmother at 65 years) and hypertensive (mother). Concomitant products included dienogest (dienogeste) for abnormal uterine bleeding, desogestrel (cerazette) for adenomyosis, atenolol for arterial hypertension, ethinylestradiol;levonorgestrel (ciclo 21) since (B)(6) 2017 for contraception and menstrual cycle management as well as acetylsalicylic acid (aas) since (B)(6) 2015 and losartan potassium (losartana potassica) since (B)(6) 2015. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("pain in the lower abdomen after essure insertion"). In 2013, the patient experienced pelvic pain ("pelvic pain / chronic pelvic pain"). In 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding / spotting") and depression ("depressive disorder"). In (B)(6) 2015, the patient experienced cervical dysplasia ("cervical neoplasia"). On (B)(6) 2016, the patient experienced vulvovaginal pruritus ("vaginal pruritus"). On (B)(6) 2017, the patient experienced vaginal discharge ("recurrent increase of vaginal secretion"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), headache ("headache"), abdominal pain lower ("pain in the lower abdomen"), dysmenorrhoea ("intense pain during menstrual flux"), dyspareunia ("dyspareuria"), heavy menstrual bleeding ("increase of flow and frequency of menses (hyperpolimenorrhea), including with clots / menstrual flow increased (sometimes with periods of 20 days)") and panic reaction ("panic syndrome"). The patient was treated with amitriptyline (amitriptilina), fluconazole (fluconazol), ibuprofen (ibuprofeno), metamizole magnesium (dipirona), nimesulide (nimesulida), nystatin (nistatina) and surgery (high frequency surgery and total hysterectomy and bilateral salpingectomy + colpoperioplastia anterior + ninfoplastia). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, heavy menstrual bleeding, vaginal haemorrhage, vaginal discharge, depression, cervical dysplasia and panic reaction outcome was unknown, the pelvic pain, headache, abdominal pain lower, dysmenorrhoea and dyspareunia was resolving and the procedural pain had resolved. The reporter provided no causality assessment for cervical dysplasia, panic reaction and vulvovaginal pruritus with essure. The reporter considered abdominal pain lower, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: (B)(6). On (B)(6) 2020: (B)(6). Chest x-ray - on (B)(6) 2020: normal. Computerised tomogram abdomen - on (B)(6) 2020: 9mm umbilical hernia. Echocardiogram - on (B)(6) 2020: regular heart rate, sinus, normal axis. Pr and qt range within the reference. Absence of conduction disturbances, repolarization or fibrotic zones.. Magnetic resonance imaging - on (B)(6) 2020: uterus in retroversoflexion, volume 121cm³, junctional zone with normal signal intensity and 6mm thick, centered endometrium, 3mm thick. Bilateral tubal contraceptive device. Right ovary 10.8cm, left ovary 3.1cm. Pathology test - on (B)(6) 2021: uterine body: endometrium with atrophic pattern. Uterine cervix: nonspecific chronic cervicitis, mature and immature squamous metaplasia. Fallopian tubes: nonspecific chronic perisalpingitis with mild activity.. Smear cervix normal - on (B)(6) 2016: verrucous lesion on the vulva and cervix with normal appearance; on (B)(6) 2020: negative for malignancy; on (B)(6) 2020: squamous, glandular, metaplastic, lactobacillary. Ultrasound scan - on (B)(6) 2014: essure in pelvic region. Ultrasound scan vagina - on (B)(6) 2019: uterus in retroversoflexion, with 96.35cc volume, heterogeneous myometrium, suggestive of diffuse adenomyosis, 13mm endometrium, 5.27cc right ovary and 6.27cc left ovary, metallic devices visualized in the iliac fossa - not visualized in the regions isthmics.; on (B)(6) 2020: uterus in retroversoflexion, with volume of 124.12cc, heterogeneous myometrium suggestive of diffuse adenomyosis, endometrium of 5mm thin and regular, right ovary 5.49cc and left ovary 4.16cc, with moderate distension of the left fallopian tube by anechoic fluid. Device in the left adnexal region (essure), but not identified on the right.. X-ray of pelvis and hip - on (B)(6) 2014: shows metallic material linear in pelvis in uterus topography; on (B)(6) 2019: essure well positioned; on (B)(6) 2020: conclusion: adenomyosis + left hydrosalpinx + essure in the left adnexal region.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure in wrong position in fallopian tubes (close to perforating her organs) / essure in pelvic region') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2006, ex-tobacco user from 1997 to 2018, multigravida (3), parity 3, high frequency ablation (nic I), cesarean section, normal delivery, polydrug abuse in 1997, pre-eclampsia (in her second pregnancy), cervical intraepithelial neoplasia and menarche. Family history included breast cancer (paternal aunt), hypertension (maternal grandmother, mother and paternal grandmas), diabetes (paternal grandmas and aunt), heart attack (maternal grandmother at 65 years), stroke (maternal and paternal aunt around 35 years), sudden death (maternal grandmother at 65 years) and hypertensive (mother). Concomitant products included dienogest (dienogeste) for abnormal uterine bleeding, desogestrel (cerazette) for adenomyosis, atenolol for arterial hypertension, ethinylestradiol;levonorgestrel (ciclo 21) since (B)(6) 2017 for contraception and menstrual cycle management as well as acetylsalicylic acid (aas) since (B)(6) 2015 and losartan potassium (losartana potassica) since (B)(6) 2015. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain / chronic pelvic pain"). In (B)(6) 2013, the patient experienced procedural pain ("pain in the lower abdomen after essure insertion"). In 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding / spotting") and depression ("depressive disorder"). In (B)(6) 2015, the patient experienced cervical dysplasia ("cervical neoplasia"). On (B)(6) 2016, the patient experienced vulvovaginal pruritus ("vaginal pruritus"). On (B)(6) 2017, the patient experienced vaginal discharge ("recurrent increase of vaginal secretion"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), headache ("headache"), abdominal pain lower ("pain in the lower abdomen"), dysmenorrhoea ("intense pain during menstrual flux"), dyspareunia ("dyspareuria"), heavy menstrual bleeding ("increase of flow and frequency of menses (hyperpolimenorrhea), including with clots / menstrual flow increased (sometimes with periods of 20 days)") and panic reaction ("panic syndrome"). The patient was treated with amitriptyline (amitriptilina), fluconazole (fluconazol), ibuprofen (ibuprofeno), metamizole magnesium (dipirona), nimesulide (nimesulida), nystatin (nistatina) and surgery (high frequency surgery and total hysterectomy and bilateral salpingectomy + colpoperioplastia anterior + ninfoplastia). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, heavy menstrual bleeding, vaginal haemorrhage, vaginal discharge, depression, cervical dysplasia and panic reaction outcome was unknown, the pelvic pain, headache, abdominal pain lower, dysmenorrhoea and dyspareunia was resolving and the procedural pain had resolved. The reporter provided no causality assessment for cervical dysplasia, panic reaction and vulvovaginal pruritus with essure. The reporter considered abdominal pain lower, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: c=9.4 cr=0.76 gli=115 potassium=3.28 na=132.8 ur=16.7 hb=10.9 ht=34.5 leuco=14.3 without deviation plq=219; on (B)(6) 2020: potassium=3.92. Chest x-ray - on (B)(6) 2020: normal. Computerised tomogram abdomen - on (B)(6) 2020: 9mm umbilical hernia. Echocardiogram - on (B)(6) 2020: regular heart rate, sinus, normal axis. Pr and qt range within the reference. Absence of conduction disturbances, repolarization or fibrotic zones.. Magnetic resonance imaging - on (B)(6) 2020: uterus in retroversoflexion, volume 121cm³, junctional zone with normal signal intensity and 6mm thick, centered endometrium, 3mm thick. Bilateral tubal contraceptive device. Right ovary 10.8cm, left ovary 3.1cm. Pathology test - on (B)(6) 2021: uterine body: endometrium with atrophic pattern. Uterine cervix: nonspecific chronic cervicitis, mature and immature squamous metaplasia. Fallopian tubes: nonspecific chronic perisalpingitis with mild activity.. Smear cervix normal - on (B)(6) 2016: verrucous lesion on the vulva and cervix with normal appearance; on (B)(6) 2020: negative for malignancy; on (B)(6) 2020: squamous, glandular, metaplastic, lactobacillary. Ultrasound scan - on (B)(6) 2014: essure in pelvic region. Ultrasound scan vagina - on (B)(6) 2019: uterus in retroversoflexion, with 96.35cc volume, heterogeneous myometrium, suggestive of diffuse adenomyosis, 13mm endometrium, 5.27cc right ovary and 6.27cc left ovary, metallic devices visualized in the iliac fossa - not visualized in the regions isthmics.; on (B)(6) 2020: uterus in retroversoflexion, with volume of 124.12cc, heterogeneous myometrium suggestive of diffuse adenomyosis, endometrium of 5mm thin and regular, right ovary 5.49cc and left ovary 4.16cc, with moderate distension of the left fallopian tube by anechoic fluid. Device in the left adnexal region (essure), but not identified on the right.. X-ray of pelvis and hip - on (B)(6) 2014: shows metallic material linear in pelvis in uterus topography; on (B)(6) 2019: essure well positioned; on (B)(6) 2020: conclusion: adenomyosis + left hydrosalpinx + essure in the left adnexal region.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2021: new informations received: essure removal, lab datas, family and medical history, concomitant and treatment drugs, start date of pelvic pain updated. New adverse events: cervical displasia, and panic reaction. The adverse event pruritus was updated to vulvovaginal pruritus. Action taken with drug updated to drug withdrawn. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure in wrong position in fallopian tubes (close to perforating her organs) / essure in pelvic region') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3) and parity 3. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("pain in the lower abdomen after essure insertion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), headache ("headache"), abdominal pain lower ("pain in the lower abdomen"), dysmenorrhoea ("intense pain during menstrual flux"), dyspareunia ("dyspareuria"), menorrhagia ("increase of flow and frequency of menses (hyperpolimenorrhea), including with clots"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("recurrent increase of vaginal secretion"), pruritus ("pruritus") and depression ("depressive disorder"). The patient was treated with amitriptyline (amitriptilina), analgesics and diclofenac sodium (anti-inflammatory). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, vaginal discharge, pruritus and depression outcome was unknown, the pelvic pain, headache, abdominal pain lower, dysmenorrhoea and dyspareunia was resolving and the procedural pain had resolved. The reporter considered abdominal pain lower, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, procedural pain, pruritus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient uses anti-inflammatory and analgesics for pain, with partial recovery. Patient desires to remove essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure in pelvic region. X-ray - on an unknown date: shows metallic material linear in pelvis in uterus topography. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure in wrong position in fallopian tubes (close to perforating her organs) / essure in pelvic region / implanted contraception metalic device visualized at iliac foss (through transabdominal) not visualized at isthmic regions of the tubes.') In a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (pregnancies: 3) and parity 3. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("pain in the lower abdomen after essure insertion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), headache ("headache"), menorrhagia ("increase of flow and frequency of menses (hyper polymenorrhea), including with clots"), abdominal pain lower ("pain in the lower abdomen"), dysmenorrhoea ("intense pain during menstrual flux"), vaginal discharge ("recurrent increase of vaginal secretion"), pruritus ("pruritus"), depression ("depressive disorder"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and dyspareunia ("dyspareunia"). The patient was treated with amitriptyline (amitriptilina), analgesics and diclofenac sodium (anti-inflammatory). Essure treatment was not changed. At the time of the report, the device dislocation, headache, menorrhagia, abdominal pain lower, dysmenorrhoea, vaginal discharge, pruritus, pelvic pain, vaginal haemorrhage and dyspareunia outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain lower, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, procedural pain, pruritus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient uses anti-inflammatory and analgesics for pain, with partial recovery. Patient desires to remove essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure in pelvic region. X-ray - on an unknown date: shows metallic material linear in pelvis in uterus topography. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.